Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed superficial femoral artery (sfa). After the foxcross balloon catheter crossed the lesion without resistance, inflation was performed one time up to 10 atmospheres at which time the balloon ruptured. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.